Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error. The customer¿s blood glucose was 11.9 mmol/l. Troubleshooting steps were provided for pump error. Customer was able to successfully clear the alarm. Customer was assisted with self test and test did not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.